Event description:
The customer stated that the display on the insulin pump was frozen. The reported blood glucose reading was 88 mg/dl. Troubleshooting was performed, but the display could not be restored to normal operation. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an anomaly isolated to the liquid crystal display board.